Event description:
It was reported that on during a procedure on (B)(6) 2022, a fibulink that had been inserted by the surgeon on the screwdriver was removed. Another fibulink implant was used. Procedure was completed successfully with a three minute delay. This report is for a fibulink® syndesmosis repair kit/ss. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part: fgs-1000. Synthes lot: 3l19846, supplier lot: 3l19846, release to warehouse date: september 22, 2021 suppliers: (B)(4). No nonconformance reports (ncrs) generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.